Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the keypad buttons were intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the up and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the vibration feature was did not function during testing; the pump was open and the contact pins were found to be misaligned. This issue is not likely to cause an adverse event as the audio tone function was working and the pump would still alert the user to an alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. I the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.